Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Analysis of the returned prostyle device found a needle tip separation. The detached needle tip was not returned with the prostyle device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. In this case, a posterior needle to cuff miss occurred leading to a separation of the posterior needle tip when the suture was removed from the anatomy.